Event description:
It was reported that (1) hp052 was used during a prostate procedure. It was reported by the rep that the luke handpiece became too hot to hold after thirty minutes of use with dh105 blade. The case was completed by bovie, clips and suture. There was no consequence to pt.